Event description:
It was reported that since the patient started working, he felt ¿variable stimulation¿ and pain at the implantable neurostimulator (ins) pocket. The patient worked with electric panels and this was reportedly an electromagnetic interference issue from the patient¿s work environment. It was noted that the patient used his patient programmer to adjust stimulation. The patient inquired about electric and magnetic field limits for patients which he provided to his employer. The patient was informed by his employer that the working environment was ¿ok¿ for him. The patient was scheduled for a follow-up visit with the physician within a week to discuss the working situation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).